Event description:
It was reported that the left ventricular lead exhibited failure to capture and could not sense appropriately due to lead dislodgement. The patient was not harmed. The lead was removed and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).